Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that both of the supports and the cord loop were partially visible from the top of the tube. Engineering disassembled the event unit and noticed that the cap component was not returned and the tissue bag that was inside the tube, which confirmed that the tissue bag was not deployed. Based on the condition of the returned unit, it is likely that the actuator of the device was retracted with excessive force, which caused the cap and supports to detach. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure performed: oophorectomy the bag failed to deploy. Same issue as the previous cer and the same lot number. Patient status: patient is fine and completely unaffected. Type of intervention: ni.